Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a patient was treated using tomofix and there was a postoperative infection. G-bone has been used to fill a medial open wedge osteotomy gap. Implant is still inside patient¿s body. This is report 1 of 1 for complaint (B)(4). This report is for an unknown tomofix plate.